Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. X-ray shows a sharp angle bend of the lead entering the subclavian vein which could be the source of the fracture. Isometrics where performed but could not reproduce the noise. The lead was reprogrammed to an integrated bipolar mode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had unstable threshold and unstable impedance. The lead was attempted to be extracted but the helix could not be rotated. The lead was capped and a new lead was implanted.